Manufacturer narrative:
The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified in the mid-section of the balloon. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19feb2020. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After an eluvia drug-eluting stent was deployed, a 7.0 x 60, 75cm mustang balloon catheter was advanced for post-dilation. However, after ballooning, contrast agent appeared in angiography. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was good. However, returned device analysis revealed balloon pinhole.